Manufacturer narrative:
H10: h3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the bone cement. Therefore, no investigation is deemed for the other devices. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the reported ¿allergy reaction¿ was mostly likely due to the benzoyl peroxide component within the bone cement since the patient was reportedly found to have an allergy to the component; however, supporting documentation has not been provided and the source cannot be definitively concluded based on the limited information provided. Benzoyl peroxide is a known ingredient in bone cement as well as over-the-counter products and prescription medications. The patient impact included the unspecified ¿allergy reaction¿ and the subsequent revision procedure with all-porous components. With the information provided, further patient impact cannot be determined. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference (B)(4). Upon further consultation with our product support team, it was confirmed that no benzoyl peroxide is contained in genesis ii implants. However, it is a known ingredient in several brands of bone cement. Even though there is no confirmation on the identity of the bone cement used for the primary surgery, we cannot rule out the potential use of a s+n bone cement.

Event description:
It was reported that, after tka surgery had been performed on 2019, the patient experienced allergic reaction. An allergy testing was done and it was noted that the patient had a allergy to benzoyl peroxide. This adverse event was treated by performing a revision surgery on (B)(6) 2020, in which genesis ii implant was removed and other devices were implanted: one (1) gns ii porous p/s fem sz4 rt, one (1) gii femoral flex lok pegs, one (1) legion porous ha tibial base sz 3 rt and one (1) lgn cr high flex xlpe sz 3-4 9mm).